Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address loosening of the patella at the cement to implant and bone to cement interface, depuy cement was used. When the knee was opened the surgeon found that the pegs of the patella had broken off.

Manufacturer narrative:
The device associated with this reported event was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.